Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the touchpad on the patient side cart. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. When reviewing the error log, there was error 307 (psc touchpad controller has stopped responding). The touchpad was installed and tested in a golden board system where the component functioned as expected. Programming with no issues. The touchpad calibrated successfully, and all the touch function tested and passed. The system booted up in normal mode and sat idle for 10 minutes. After power cycling the system 10 times, no issue occurred after extensive use. The probable root cause cannot be determined based on the information provided. Since the product analysis was inconclusive, the reported event was unable to be replicated.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer site had a non-recoverable 307 fault and after power cycling the system the fault went away but the arms had a 4 second delay between the console to the patient cart. Logs were not available due to the customer recently power cycling the system. Technical support engineer (tse) recommended she page down to get all the logs, but it appears they only got the top part of the logs. They did not feel safe using the system due to the arm lag and converted to laparoscopic surgery. Tse recommended to hard power cycle the system. There was no reported injury.